Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a remote follow-up, slow charge time was noted on the device. The device was explanted and replaced. The patient was stable with no consequences.

Manufacturer narrative:
As received, bench testing was performed on the device, which included impedance measurements, sense testing, pace output testing, capacitor maintenance charging, and patient notifier activation. The device showed normal function for each bench test assessment. Stress testing was performed to attempt to reproduce the reported failure. A capacitor maintenance was performed after stress testing. The capacitors charged normally and the failure was unable to be reproduced. The reported event of long charge time was not confirmed.